Event description:
It was reported that balloon detachment and shaft break occurred. A 3.50mm x 1.5cm x 140cm small peripheral cutting balloon® flextome monorail was selected for use. During preparation, they pulled off the blue protective covering over the balloon and it was noted that the balloon snapped off from the catheter. The balloon was detached from the rest of the catheter and the shaft broke. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).